Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on the stomach to create the sleeve during a laparoscopic sleeve gastrectomy, the reload pushed the stomach ahead of it, and concertinaing the stomach which causing very poor staple formation. As a result, the stomach had to be oversewn with sutures to provide proper sealing and to control the bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were fully fired. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blades. Functionally, the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation or binding. The test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user to ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.